Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform stapler would not rotate and it had limited movement after a few uses. There was no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the instrument would not rotate and had limited movement after a few uses. Failure analysis found the primary failure of failed intuitive motion to be related to the customer reported complaint. The stapler was placed and driven on an in-house system. The instrument passed initialization, recognition, and engagement. However, the instrument did not move intuitively with a full range of motion in each direction. The instrument's grip tip was not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The pitch and yaw motions were found to be intuitive, but the roll motion appeared to be non-intuitive. The roll motion was observed to be moving in the wrong direction of the mtm input commands. There was no uncontrolled motion observed. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. Additionally, the instrument was found to have 4 engagement failures based on log review and was replicated during in-house testing. The instrument was installed onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on two of the attempts. There was no physical damage found. Installs 1 and 2 failed engagement, install 3 passed engagement.